Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the alleged malfunction. The stm tested the iabp with a balloon and trainer. The iabp passed all functional tests and no autofill entries were found in the fault logs. The stm verified the iabp was calibrated and passed all functional and safety tests per factory specifications and was returned to the customer for clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. The iabp was swapped out and therapy continued. No patient harm, serious injury or adverse event was reported.